Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre sensor, and was unable to obtain scan readings. The customer indicated he either experienced loss of consciousness due to the reported issue. However, no additional information was provided as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a "replace sensor" message with the freestyle libre sensor, and was unable to obtain scan readings. The customer indicated he either experienced loss of consciousness due to the reported issue. However, no additional information was provided as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The date the incident occurred is unknown. The date entered is per the customer report of "april". The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. The customer reported he experienced adverse event due to sensor error twice in the month of april. This report covers 2 time of 2. All pertinent information available to abbott diabetes care has been submitted.